Event description:
Procedure type: tep - inguinal hernia repair. According to the reporter: during the procedure the balloon popped while inside the pt's cavity. The balloon was pulled out and a new one was used. There was no report of pieces falling into the pt's surgical cavity. No injury reported. No delay in or time.

Manufacturer narrative:
Date initial report sent: 04/02/2008.